Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) # is k082590.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a stress urinary incontinence procedure performed on (B)(6) 2010. According to the complainant, the patient presented with difficulty voiding immediately after procedure. The patient was treated with flomax 2.5 for 4 weeks total. Treatment began prior to surgery and continued 2.5 weeks post-op. The sling was removed on (B)(6) 2010. There were no patient complications during the sling excision and the patient's condition at the conclusion of the removal procedure was reported to be "fine".

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.